Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid 20mg/ml at a dose of 2.3 mg per day via an implantable pump for non-malignant pain. It was reported the patient had an infection with drainage coming out of their incision. The event date was unable to be obtained. The patient had been put on antibiotics, however, the infection continued. Their device system was then explanted. Both the pump and catheter would not be returned because the customer had discarded them. The system was not replaced at the time of the explant, but would be in the future. The issue was considered resolved at the time of report. The patient's status at the time of report was listed as "alive - no injury." No further details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.